Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a need to investigate transaction that recorded incorrectly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was recorded a transaction incorrectly. A technical support specialist (tss) completed a general review of the pyxis environment based on the brief issue description provided and found no unusual data or signs of error or malfunction. Due to the lack of specific details, such as the user(s) involved or the name of the station where the incident occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a need to investigate transaction that recorded incorrectly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.